Event description:
Note: this report pertains to two sensor wires used during in the same procedure. Refer to manufacturer report# 3005099803-2021-03347 and 3005099803-2021-03629 for the other associated device information. It was reported to boston scientific corporation that a sensor wire was used in the right kidney during a percutaneous nephrostomy procedure on (B)(6) 2021. During the procedure, the guidewire was twisted and corewire broke. The procedure completed with a new sensor wire. There were no patient complications reported due to this event. Additional information received on july 6, 2021: a second sensor wire was used and the same thing happened.

Manufacturer narrative:
Correction: block e1 (initial reporter first name, last name, city, zip/post code, phone, fax, and email ) block e2 and e3 (occupation) block e1: this event was reported by the (B)(6). The physician is: dr. (B)(6), france. Block h6: medical device problem code a0401 is being used to capture the reportable issue of corewire broke. Block h10: a sensor wire was returned. Visual analysis revealed that the coil wire stretched and corewire was broken. Therefore, the complaint was confirmed. In addition, a kinked in the proximal section of the coil wire was observed. Based on the condition of the returned device, engineers determined that the failure mode observed could be caused by tension force applied to the device. It is possible that this occurred during the manipulation and/or handling of the device and several attempts to withdrawal or advance the device inside of the patient. Excess force could bend and cause the core wire to break. Once the corewire was broken, the physician may have tried to withdrawal the device stretching the coil wire which exposed the core wire. The technique and the anatomy of the patient could contribute to the failures found and affect performance of the device during the procedure. It is important to mention that the interaction with other devices during the procedure could contributed with the issues observed in the sensor wire. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed on the sensor wire instructions for use (IFU). There was no evidence that the device was used in a manner inconsistent with the labeled indications.

Event description:
Note: this report pertains to two sensor wires used during in the same procedure. Refer to manufacturer report# 3005099803-2021-03347 and 3005099803-2021-03629 for the other associated device information. It was reported to boston scientific corporation that a sensor wire was used in the right kidney during a percutaneous nephrostomy procedure on (B)(6) 2021. During the procedure, the guidewire was twisted and corewire broke. The procedure completed with a new sensor wire. There were no patient complications reported due to this event. Additional information received on (B)(6), 2021: a second sensor wire was used and the same thing happened.

Manufacturer narrative:
Block h6: medical device problem code a0401 is being used to capture the reportable issue of corewire broke. Block h6 (evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the right kidney during a percutaneous nephrostomy procedure on (B)(6) 2021. During the procedure, the guidewire was twisted and corewire broke. The procedure completed with a new sensor wire. There were no patient complications reported due to this event.